Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 40 mg/dl. Troubleshooting was not performed for low blood glucose values. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Additional information added.

Event description:
Listened to the phone call and found that the customer's blood glucose was below 40 mg/dl. The customer suspended the pump and treated by eating food.

Manufacturer narrative:
The left belt clip rail broke off. (B)(4).